Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 03/16/2011 and 03/17/2011 by phone, fax, and mail. Add'l info was rec'd in a f/u phone call on 03/23/2011. A completed questionnaire and medical records were rec'd on 03/24/2011. (B)(4).

Event description:
A surgeon reported a pt experiencing blurred vision since having bilateral intraocular lens (iol implant surgery. The surgeon reported the pt has been unable to adapt to the lenses. Posterior capsule opacification has been observed. In a f/u phone call with the surgeon, he reported the pt is unhappy with his vision despite the fact that the lens is perfectly centered and the pt has good vision with refraction. The surgeon reported the pt has been irritated about his outcome since the first day following his surgeries; however, no specific issues have been identified to be the cause. The surgeon concluded the pt is simply not able to adapt to the lenses. There are two medical device reports associated with this event. This report is for the left eye.